Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was also noted that the guidewire was left in the lumen of the lead and implanted. During repositioning of the lead, it was discovered that the guidewire had broken off leaving a 3 mm floppy segment in the lateral vein.

Event description:
It was reported that the lead exhibited noise. The lead was replaced.